Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and patient concern with the product.

Event description:
Patient reported right side rupture and exchange from textured to smooth due to concern with the product. Manufacturer of device is unknown. Device remains implanted.